Manufacturer narrative:
The issue had already been resolved before the tfs arrived at the site and no parts will be returned to isi for failure analysis. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a continuous recoverable fault 25003 and was not able to recover. The intuitive surgical, inc. (Isi) technical support engineer (tse) was able to verify the multiple 25003 errors in the logs as well as numerous 48238 faults indicating an illuminator communication failure. The tse had the customer remove instruments, power down system, cycle main circuit breakers at the patient side cart (psc), vision side cart (vsc), and surgeon side cart (ssc) and restore power; however, the issue persisted. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi technical field specialist (tfs) was dispatched to the facility and was able to confirm the errors via the system logs. However, the customer had replaced the camera head and lamp module with new ones to resolve the 48245 and 48238 errors. The tfs tested the ignition of the lamp module with the new camera head multiple times without errors. The tfs also reseated the illuminator to the doco cable and tightened it.